Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads from the same lot for occipital nerve stimulation (off-label). It was reported, the pt's stimulation caused for discomfort. The physician decided to explant the subcutaneous leads and replace them with a paddle lead in the cervical region. F/u indicated the issue was resolved as a result of the procedure. The explanted devices will not be returned to the MFR.